Manufacturer narrative:
Follow-up #1 date of submission 04/29/2015-correction to initial reporter name: (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/ unresponsive) issue. The reporter alleged that the contrast, up and down arrow keypad buttons were under responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 05/18/2015 with the following findings: during testing, the pump keypad buttons were intermittently unresponsive to user presses. The keypad cover was removed, and contamination was found under all button contacts. Unrelated to the complaint, the pump was powered on and the display screen appeared discolored.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.